Event description:
On (B)(6) 2013 the lay user/patient in (B)(4) contacted lifescan to report the one touch verio iq meter was displaying the battery indicator symbol. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 3:15 am the patient experienced the symptoms of sweating and dizziness and she felt hypoglycemic. While symptomatic, the patient noted the power issue with the reported meter and was unable to test her blood glucose level. The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. Troubleshooting revealed that the meter needed to be recharged; however the issue was not resolved during the troubleshooting telephone call. The meter was replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptoms began prior to the meter issue, there was no delay in treatment and the patient denied seeking medical attention. However, as the power issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.